Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's drive support cap was sticking out. Customer's blood glucose level was not reported. The customer pushed the drive support cap back in place. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.